Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the pump powered on with functional vibratory and auditory features, but the display screen remained blank. The pump was opened to investigate, and the display screen was observed to be cracked. The cracked display was replaced with a test display, and the test display screen functioned normally. Unrelated to the original complaint, investigation revealed a cracked battery compartment. There was no issue with power loss during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.